Event description:
Patient was induced at 1017 and we were not able to have an image until 1119. Unable to route video through eq4-1 output. Ultimately successful through vpa4-1 and ruled out camera, camera box issue.